Event description:
A nurse mgr stated that while transferring a pt from a stretcher to a surgical table the brakes failed to hold causing the stretcher to move. The pt began to fall between the surgical table and stretcher, but was caught and there were no injuries to the pt.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The hosp account could not identify the stretcher involved in the incident, and therefore, the tech was unable to evaluate and repair the stretcher.